Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Bone resorption in front of the cup occurred 4 years after the trident cup was inserted. A hematoma near iriopsis occurred. Per sales rep, "iriopsis is impingement of anterior cup and iliopsoas muscle."